Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination found an external insulation abrasion breaching the optim sheath at the proximal region of the lead with intact silicone insulation beneath. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.